Manufacturer narrative:
Device malfunction caused event, but did not cause or contribute to a serious injury or death.

Event description:
A vns consultant reported that personal programming system, handheld computer has not been charging properly because the serial cable that connects to his x50 handheld computer has to be plugged into the handheld at a certain angle in order to charge. The serial cable was returned for analysis. During the analysis it was identified that the cable had an open electrical connection in the serial cable power plug wire. The cause for the open connection is unknown and could not be identified during the analysis.